Manufacturer narrative:
Concomitant product: product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
(B)(4). (Synchromed ii) (B)(6) 2015 (for, rep, hcp): information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (2 mg/ml, 0.12 mg/day, lot was unobtainable) via an implantable infusion pump. The patient was also taking oral morphine. The indication for use was not noted and the patient medical history was requested, but not available from the healthcare provider (hcp). The patient reportedly had a "pain crisis", had increased pain, and needed to take additional oral medication. The event reportedly lead to or extended a patient hospitalization; however, it was not known for how long. An error reportedly occurred during pump telemetry and the dosage of the medication, infused by the pump, could not be increased. Upon review of the logs, no pump errors or malfunctions were identified. After several errors in telemetry, the healthcare provider (hcp) was able to read and change the dosage of the patient. The issue was resolved at the time of the report. The patient status at the time of the report was ¿alive ¿ no injury". Additional information was requested regarding the cause of the telemetry issue and the hospitalization, and for the programmer serial number. Should additional information become available, a follow-up will be submitted.

Event description:
Additional information was received from the company representative , regarding the telemetry issue. According to the company representative, the issue was not related with any external interferences, or mishandling issue. The telemetry issue was persistent and independent from the surrounding. Per the company representative, this suggested that the issue is related with damage on the product. According to what the company representative has reportedly been told, the error code presented identifies a problem on the "antenna".